Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, the patient used back up methods.

Manufacturer narrative:
The device was received fully deployed. Once the pod was opened, multiple internal components including the mechanism rails, catch beam, and linkage assembly, pcba, and top battery. Damage was observed to the ratchet gear. Initial attempts to download the data from the pod were unsuccessful. All three batteries were measured to have the expected voltage. An external power supply was attached to the pod to establish communication with the master pdm. This attempt was unsuccessful. The pcb assembly was removed from the pod chassis and attached to the power supply in another attempt to establish communication. Due to the corrosion observed on the pcb, the pcb was unable to communicate with the master pdm and the download data was unable to be retrieved. Inspection of the soft cannula did not find it bent or kinked. Due to the observed corrosion, a leak test was completed. A tear was observed in the unexposed portion of the soft cannula. Due to the observed tear, fluid was unable to flow through the complete fluid path and caused the observed internal corrosion.